Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as sores under electrodes and te pads that bleed and are painful. Here was no alleged device malfunction contributing to the wounds. The patient¿s rehabilitation facility¿s nursing staff has been treating the wounds with antibiotic cream and a&d ointment. Follow up indicated that the wounds improved.